Manufacturer narrative:
D9: date returned to mfg; 12/2/2025. Device evaluation: one used device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was confirmed. The probable root cause as the filter losing its hydrophobic properties.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that linatumomab was leaking at the point of the 0.2-micron air-eliminating filter. This had significant impact for the patient as their medication was interrupted for more than 12 hours patient had to spend an extra day in hospital. The event occurred while in use with patient. There was no reported patient harm.